Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for an acute left lower extremity deep vein thrombectomy procedure. Aspiration was initiated inside the body. However, approximately 150 seconds after starting aspiration, a pump perforation was found and the console alerted that the saline was abnormal. The physician checked and found no issues with the saline and the procedure was stopped. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for an acute left lower extremity deep vein thrombectomy procedure. Aspiration was initiated inside the body. However, approximately 150 seconds after starting aspiration, a pump perforation was found and the console alerted that the saline was abnormal. The physician checked and found no issues with the saline and the procedure was stopped. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.